Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. There were no field allegations related to this device while it was in service. The post market quality assurance laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue. At this time, detailed analysis is pending.

Manufacturer narrative:
Detailed analysis in the post-market quality assurance laboratory was completed and a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. The device was then subjected to, and passed, a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B)(6) 2007.

Manufacturer narrative:
This device has been received for analysis. When testing is complete, this report will be updated.